Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the scratches on the screen made harder to see screen and rejects new batteries. It was reported that the priming took longer to complete and act button had to be press harder to work. The insulin pump will be returned for analysis.